Manufacturer narrative:
Results: evaluation found the alarm does not power on initially with batteries but does power on with the 9v adapter, the pre-recorded voice message does not play, only clicking sounds can be heard due to a non-functioning voice chip. The unit's tone plays properly. There is battery leakage on the battery contacts and once removed the alarm powers on with batteries. One of the battery springs is bent and the alarm has been exposed to moisture. Unit has damages that contribute to the failures found and has been in service for over three years. (B)(4).

Event description:
Customer reported the alarm has no sound, not even with new batteries. Customer did not provide the date of event or patient information. No patient incident or injury was reported.